Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads and missing end cap sicker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump comes off and she can see the wires. Customer's blood glucose value was 281 mg/dl. The insulin pump will be returned for analysis.